Event description:
The complainant reports on (B)(6) 2014 during placement of the urinary catheter for urinary retention the pt had a 'strong pain' when the catheter's retention balloon was inflated with five millimeters of sterile water. The complaint further reports during catheter the nurse palpated the patient's prostate ensuring the catheter was in the correct location. The complainant also reports when attempting to discontinue the catheter it was 'impossible to deflate the balloon after several attempts' including cutting the catheter, which didn't deflate the retention balloon, and the catheter was removed from the pt with the retention balloon inflated. Additionally, the complainant reports for a short time after the urinary catheter was removed the pt experienced 'difficulties to urinate, pain and blood in urine,' which 'didn't lead to prolongation of hospitalization.' Finally the complainant reports the balloon remained inflated until the catheter was autoclaved.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.